Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt was receiving battery charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt rec'd a replacement battery charger/modem.